Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient's wife did not report any injury or medical intervention.